Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had trouble keeping a charge. The patient underwent an ipg replacement. During the procedure, the patient had an irregular heart rhythm that was confirmed as atrial fibrillation with a postoperative electrocardiogram. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. The patient was otherwise stable and doing well postoperatively. The explanted ipg was not returned as it was kept by the hospital.